Manufacturer narrative:
Device was not implanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the needle sticking. For difficulty on the wire advancing on the same device and used on the same patient, see MDR 1118880-2018-000102.

Event description:
The user facility reported that during the procedure the needle in the precision ik kit was unable to accept the wire after access was gained. The needle seemed to be sticking up into the hub so that when access was achieved the wire did not funnel into the needle tube. The wire would go into the hub but would then hit the side of the needle tube. The needle tube appears to not be flush with the hub, allowing the wire to go into the hub but not the needle tube. The patient condition was good. The procedure outcome was a success. There was no other equipment or devices being used with the reported product. Additional information was received on 8/20/18: the procedure being performed was an intravascular procedure via femoral access. The patient was stable after the procedure and when the issue was noted another needle was pulled and used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date and to provide the completed investigation results. One 21g needle was returned for evaluation. No sheath or dilator were returned. The returned needle was subjected to visual analysis and was examined under microscopy. Which revealed that at the cannula hub junction, there was flash present. Dimensional testing was performed by measuring the inner lumen of the needle hub junction. The inner diameter of the needle was then measured and confirmed to not meet specification. The reported event has been deemed manufacturing related and is being further investigated.